Event description:
Two individuals at this facility reported having dermal irritation while wearing these latex surgical gloves. One of these individuals states that she has a history of dermal irritation with other brands of latex surgical gloves. No known medical treatments or permanent impairment associated with this reported event.